Manufacturer narrative:
The device was received by the manufacturer on may 31, 2017 without an associated complaint number. On june 07, 2017 it was determined this was complaint the returned part was involved with. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: DHR review for part #314.23, synthes lot #4432194: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 22-oct-2002. Manufactured by synthes (B)(4). Customer quality performed an evaluation of the returned device. The 314.23 lot number 4432194 cannulated hexagonal screwdriver shaft was returned and reported to have broken during surgery. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 314.23 cannulated hexagonal screwdriver is an instrument routinely used in the 6.5mm and 7.3mm cannulated screws system ((B)(4)). The device was returned and reported to have broken during surgery. This condition is confirmed; the distal tip of the driver shaft is lodged inside the screw recess of the concomitant cannulated screw. Approximately two and a half millimeters of the tip is protruding from the screw recess. It is likely that over fourteen years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 10/2002 and is over fourteen years old. The balance of the returned device is in fairly worn condition with markings and signs of wear along its length. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers ca99p. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screw (part 208.408, lot h321077, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial subtalar ankle repair on (B)(6) 2017, a 4.0mm cannulated screwdriver shaft tip broke off in a screw during insertion. The fragment remained in the screw and did not enter the patient bone or flesh. The screw was backed out and removed. There was no allegation against the screw itself. A new screw was inserted with a back-up screwdriver. A surgical delay of 5 minutes was reported due removal of the initial screw. Additional x-rays were taken on (B)(6) 2017 to confirm no fragments were left behind. Procedure was completed successfully. Patient was listed as stable. This complaint involves 1 device concomitant devices: screw (part # 208.408, lot# unknown, qty 1). This report is 1 of 1 for (B)(4).